Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. The mfg records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause will be considered operational context due to anatomical and or procedural factors encountered during the procedure.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed lesion was located in the average tortuous and calcified mid-distal right coronary artery. On the third inflation a 2.5x15mm quantum maverick monorail balloon catheter ruptured at 16 atmospheres. The procedure was completed with a different device. The pt status is listed as "no problem" with no complications reported. Add'l info has been requested without success.